Manufacturer narrative:
Unit was received in no manufacturing mode noted. Unit was received with operating currents within specification. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was returned for power error. The power management tool confirmed pump error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. Unit was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power system error. The customer did not provide their blood glucose value at the time of the incident. The customer stated the insulin pump has multiple power system error alarms that stated three days ago. Verified alarm history alarms occur every four hours with simulate the rewind sequence after every alarm. The custom was advised we will replace the insulin pump with version 2.6 software. The customer stated she reported the same alarm yesterday but the insulin pump was not replaced. The insulin pump will be returned for analysis.